Manufacturer narrative:
.

Event description:
A report was received that the patient had a hematoma from the previous revision procedure. The patient was taken back into surgery wherein the hematoma was taken care of. The physician stated that the hematoma was not device related. The patient was reportedly doing well post operatively.